Manufacturer narrative:
One smiths medical cadd-legacy® pca pump was returned for analysis intact and in good condition. The pump was initially started and a "battery depleted alarm message" was revealed. The pump was visually inspected and a new battery was inserted and the pump was ran with the programmed rates. The customer's complaint was verified. The motor was checked and found that the device drawing high drain current; caused by a faulty motor. The root cause of the issue is unknown. However, the motor will be replaced due to the high drain current.

Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump was reported to be showing "battery depleted constant alarm" message. No adverse effects were reported.